Event description:
It was reported that during an unk procedure, before firing, the device made a loud clicking noise. When the surgeon fired the device, the staples would not release and it did not cut. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Damaged firing trigger teeth. Eval summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping and the firing mechanism were damaged. No functional test was performed due to the condition of the device. However, the returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components; the yoke teeth and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the mechanisms to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.